Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4 - UDI# - (B)(4). The device history record for zimmer meshgraft ii serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported that a meshgraft would not enlarge skin when it was used. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. A meshgraft was returned to post market surveillance and was forwarded to repairs from post market surveillance on 30 august 2019. The product was then deemed to be part of a credit return and given to marketing on 5 september 2019 before the product could be evaluated for the reported issue. When marketing team member that was given the product was asked it on 28 october 2019, it was noted that the device was not with them. The product has since been unable to be located for evaluation. Based on the information provided, the cause of the meshgraft not enlarging skin when it was used cannot be determined as the product could not be evaluated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was defective and that it wouldn't enlarge the skin when it was used. It's noted there was no patient involvement, however there is no additional information. No adverse events were reported as a result of this malfunction.